Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient's implantable neurostimulator (ins) was depleted and explanted after five years. There were no associated overdischarges and no symptoms reported. Additional information has been requested to obtain this information but was not received at the time of the report. If received, the event will be updated and a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.